Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device sparked when plugged in. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device sparked when plugged in. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.